Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer had difficulty removing cartridge from pump. There was no adverse impact to the customer's blood glucose level. Reportedly, customer was able to remove cartridge and load on a new one successfully.

Manufacturer narrative:
This event was inadvertently filed. This event is not reportable.